Event description:
It was reported that during a laparoscopic procedure and with activation, the device produces sparks and stops working. It is withdrawn from the abdominal cavity and other instrument is used. Due to this sparks a report is required as precautionary measure.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).